Event description:
It was reported that the patient was in a coma from severe hypoglycemia. The patient was noted to have a severe low blood sugar per the continuous glucose monitor (cgm) and was in the ICU at (B)(6) hospital. It should also be noted that the patient transitioned to omnipod 5 therapy using self-guided learning modules. The user registered an omnipod 5 controller on (B)(6) and the omnipod app on (B)(6). Per the physicians review of dexcom data, the patient was showing low bgs on (B)(6). On (B)(6), the patient was found unresponsive, transported and admitted to the intensive care unit (ICU). The physician reports that the patient programmed an incorrect basal rate of 3 units per hour. The patient subsequently expired on (B)(6), 2023.

Manufacturer narrative:
Neither the physical device nor the logs are available for review. Based on the available information, the event occurred due to user error. The patient was eligible for self-guided training according to our requirements as approved by the FDA. These requirements are: the patient was on an omnipod dash or eros; they are on dexcom g6; they do not have an a1c >9%; they have not had any medical events in the past 6 months; and their health care provider allows for self-guided training.